Event description:
On (B)(6) 2012 the patient contacted animas alleging that the keypad buttons have been intermittently unresponsive for the past 4 to 6 months, and that a couple of weeks ago she noticed that the keypad was peeling. The patient reportedly wears the pump on a belt and cleans the pump with a dry cloth. There was no reported adverse event associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However this complaint is being reported due to the allegation that the keypad buttons became intermittently unresponsive before the alleged keypad damage occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 7/5/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was lifted near the ok keypad button. All of the keyspad buttons had intermittent response and required excessive force to evoke a response when pressed. The keypad was removed for investigation and revealed visible contamination under the key contacts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was opened to investigate and revealed component bt1 was leaking and unable to hold a charge.